Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2015 with coolsculpting to the upper abdomen and mid abdomen using a coolcore applicator. The patient was treated on (B)(6) 2015 with coolsculpting to the flanks using a coolcurve plus applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bilateral inner thighs and bilateral upper arms using a coolfit applicator. On (B)(6) 2020 the upper arms and inner thigh treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper arms and inner thighs with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2015 with coolsculpting to the upper abdomen and mid abdomen using a coolcore applicator. The patient was treated on (B)(6) 2015 with coolsculpting to the flanks using a coolcurve plus applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bilateral inner thighs and bilateral upper arms using a coolfit applicator. On (B)(6) 2020 the upper arms and inner thigh treated areas developed firmness and visible enlargement. On 0(B)(6) 2021 the patient was assessed by a physician who diagnosed the upper arms and inner thighs with paradoxical hyperplasia (ph).